Manufacturer narrative:
The unique device identifier is ((B)(4). (B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow event with a clearlink duo-vent secondary medication set during infusion of antibiotics. The reporter stated that the set was able to be primed without issue; however, once the set was connected to the IV bag the solution would not flow into the drip chamber. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing, clear passage, and pressure testing were performed with no issues identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.